Event description:
Reportedly while using an embolectomy catheter down the arterial limb and into the brachial artery, the balloon got stuck and would not deflate at the anastamosis, so the catheter was cut. Then the catheter was pulled out forcefully and when it was out, noticed that the balloon was gone with only some stringy fishing line trailing off the end of the catheter. The blood coming out of the graft was strained, however, no balloon was found. No permanent patient injury was reported.